Event description:
It was reported that plastic was discovered in 2 of the bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip prior to filling them with insulin.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. 20 pieces of retention samples are evaluated. The results obtained from the functional tests in the retention samples are compliant. Test included defects on molding for barrel, plunger rod and/or stopper affecting functionality or safety for the finished product, deformation in the thread of the barrel, loose foreign matter in fluid and non-fluid path, leakage test, and any embedded particles. In the retention samples the defect reported by the customer was not presented. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plastic was discovered in 2 of the bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip prior to filling them with insulin.